Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a calibration failure. As mitigation, the unit was re-calibrated and passed. The surgical procedure was completed successfully. There was no delay. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the oxygen (o2) sensor to make sure there were no issues associated with the o2 sensor. The logs were reviewed and it appeared that the fraction of inspired oxygen (fio2) knob was turned during calibration causing the failures. The perfusionist did not think they had done so, so they will observe and ensure the issue does not reoccur. The unit operated to the manufacturer's specifications.

Event description:
Additional information was received that there was no delay to the surgical procedure, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on 15aug2022, calibration was started at 06:30:04 am. After one second, calibration failed due to a knob turn. During calibration, if a gas system knob was turned, the gas system would detect the knob turn and stop the calibration process. This is by design and is normal behavior. Looking through the gas system log it appeared calibration failed multiple times for the same reason. There was no indication of an issue with the gas system. There were also failed calibrations on 07sep2022, 14sep2022, and 19sep2022. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician installed the oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs). The epgs calibrated and successfully passed release testing three times. It was determined that the o2 sensor operated as intended.